Manufacturer narrative:
Diopter: -22.00. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 11.5mm icm115v4 -22.00 diopter implantable collamer lens in the patient's right eye on (B)(6) 2008. A anterior subcapsular cataract was observed on (B)(6) 2015. The lens was explanted, cataract surgery and a iol was implantation was performed on (B)(6) 2015. Patient's last visit on (B)(6) 2015, bcva was 20/40.

Manufacturer narrative:
Age at time of event is (B)(6) which is incorrect, corrected age at time of event is (B)(6). (B)(4). Device evaluation: product evaluation found that the lens was returned dry in the lens container, but there was clear surgical residue/debris on product. Visual inspection found there was no visible damage to lens. Claim #(B)(4).